Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 483 mg/dl. The caller stated that the customer was very sleepy, and had been vomiting. Troubleshooting was performed. The basal rate and bolus settings were all correct. Assisted the caller in reviewing the 24 hour total as well. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.